Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of excessive no delivery alarms and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer reported that the alarm did not occur during manual prime. The customer stated that the alarm was resolved by an infusion set change. The customer will be sent tube clamps. The customer was advised to call back to troubleshoot.